Manufacturer narrative:
The investigation revealed that the three screws broke in forced rupture mode due to too high torsional forces during the insertion. In addition, high tensile forces acted on screw 1 and screw 3. Indication for material or mfg related problems were not found in this investigation. Based on statistical evaluation, no indication was found for any device related issue.

Event description:
During a case, three screw heads broke during implant. The body of the screws were left in the pt, but the heads were recovered.